Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and moderately calcified iliac vessel. A 6.0 x 100, 75cm mustang balloon catheter was advanced for lesion dilatation. However, during the first inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The balloon was removed without difficulty, and the procedure was completed successfully using with another of the same device. No patient complications were reported as a result of this event.